Manufacturer narrative:
Examination of the returned instrument, manufactured in june 2008 confirmed the complaint. The inner sleeve component is not present within the end of the instrument. The sleeve component was not returned and so could not be examined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sleeve component missing.